Manufacturer narrative:
Data and information provided by the customer confirm the complaint issue. The ticket search by lot number indicates that the product lot is performing as expected. Return testing was not performed as returns were not available. Device history record review was performed on lot 53698ud00, which did not identify any non-conformances or deviations associated to the issue under review. Trending review did not identify any trends. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh assay was identified.

Event description:
The customer observed falsely depressed alinity I tsh results for a 43-year-old male patient. The following data was provided: (B)(6). Tsh 1.0974 uiu/ml, total t3 0.87 ng/ml, total t4 5.64 ug/ml. The patient went to another lab gave a new sample. Cobas analyzer tsh was 25.190 uiu/ml, repeated 24.24 uiu/ml; siemens result was 24.66 uiu/ml. As per of troubleshooting, sample was processed in dilution on alinity, and the results were: 1:5 4.5570 1:10 7.9831 1:50 81.4535. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.